Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers monophasic pulse) has been confirmed. Upon investigation the monitor failed a pulse test and displayed service code 105: pulse test relay stuck. The cause for the failure and the service code 105 was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. Additionally, the monitor displayed service code 204: belt/monitor unusable. The cause for the service code 204 was isolated to shorted u409 component on the monitor's computer/analog board. The root cause for the shorted components could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a monophasic pulse during functionality testing.